Event description:
It was reported, the instrument had a tissue pad that became worn, but did not fall off. The issue occurred, shortly after an unspecified therapeutic procedure began. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information provided for the investigation, the probably cause was most likely attributed to the tissue pad being worn out and some parts came off due to the ultrasound output gripping part closed without gripping the tissue (including after the tissue was cut). A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.